Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2024, wherein attempted to reposition the t12 right lead and unable to reposition as physician was unable to access the nerve root.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model mn10450-50a: UDI:(B)(4), serial: (B)(6), batch: 9110738.

Event description:
It was reported the patient lost effective coverage due to the right t12 drg lead had migrated. And confirmed via x-ray.. Investigation was unable to determine which lead was at fault. Patient is awaiting surgical intervention to address this issue at a later date.